Event description:
On (B)(6) 2022- patient underwent needle-localized lumpectomy, biozorb placement, sentinel lymph node biopsy, right axilla. On (B)(6) 2022- patient with some good bruising at both lumpectomy and the sentinel lymph node sites. (B)(6) 2023 - wound hematoma noted. The right breast hematoma was largely aspirated. 105 ml of bloody fluid was removed. On (B)(6) 2023 -there is palpable postoperative change in the medial breast to include the blozorb and likely still some associated fluid collection.